Manufacturer narrative:
G2: citation: authors: cai, l., wang, t., chen, a., ling, c., xu, j., qian, c., chen, g.. Safety and efficacy of tirofiban in severe ischemic stroke patients undergoing mechanical thrombectomy. Journal of cardiovascular development and disease 11 2022. Doi:10.3390/jcdd9110408. A.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See related report#: 2029214-2023-01981. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Cai l, wang t, chen a, et al. Safety and efficacy of tirofiban in severe ischemic stroke patients undergoing mechanical thrombectomy. Journal of cardiovascular development and disease. 2022;9(11). Doi:10.3390/jcdd9110408. Medtronic literature review found a report of patient complications in association with solitaire ab and fr stents. The purpose of this article was to identify the characteristics of patients who may obtain the largest benefits from tirofiban. The study was retrospective analyzing consecutive patients with anterior circulation occlusion who underwent mechanical thrombectomy between january 2016 and february 2022. A total of 285 patients were included. The median age was 71 (63, 78) years, 61.7% were female, and 48 were treated with tirofiban and 237 were not. The article does not state any technical issues during use of the stents. The following intra- or post-procedural outcomes were noted: -49 (17.1%) patients died -59 patients had symptomatic intracranial hemorrhage (sich was defined as hemorrhage associated with deterioration of neurological function, nihss score above baseline of 4 points, or death) -117 patients had intracranial hemorrhage -after 3 months of follow-up, 116 (40.7%) patients achieved favorable outcomes (favorable outcome defined as a modified rankin scale (mrs) score of 0~2 at 90 days). A favorable outcome was observed significantly more often in patients treated with tirofiban (54.1% vs. 37.9%). Tirofiban and non-tirofiban with mrs 3 was 10.4% and 14.8%, mrs 4 was 6.3% and 15.2%, mrs 5 was 16.7% and 13.9%, and mrs 6 was 12.5% and 18.1%, respectively. -patients treated with tirofiban were more likely to develop large-artery atherosclerotic (laa) stroke (70.8% vs. 47.6%) and less li kely with atrial fibrillation (29.1% vs. 62.0%). -the rate of recanalization was not significantly different between the two groups. (89.5% vs. 92.4%). -38 patients had rescue therapy (included balloon angioplasty and permanent stenting).